Event description:
Reported by surgeon using new product. "Our (B)(4) with desara blue has not been favorable. Dr (B)(6) tells me "3 out of 4 had retention with 2 needing sling release. It's the laser cut issue... There is anecdotal evidence that laser cut slings need to be looser and we don't want to modify something that has worked for us a long time. So we won't be converting."